Manufacturer narrative:
The events of high intraocular pressure, fibrosis, and bleb related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported roughly seven months after a xen 45 gel stent implant in the left eye a patient presented with an "iop of 40 in that eye. Their xen bleb was avascular and elevated, so I tried needling it... Twice. I could not get the iop to lower with needling so I restarted drops but could not get their iop lower than 25, even with diamox! I took [patient] back to sx last week and did a ahmed tube shunt¿. Device remains implanted.